Event description:
It was reported that during a lap gastrectomy procedure, the tissue accumulated on the tip and interfered with the coagulation function. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.